Event description:
On (B)(6) 2013, at (B)(6) medical center, (B)(6), cardiohelp unit (article number 701048012; (B)(4)) was in use on a patient when the unit display indicated battery 2 needs service. Hospital replaced alarming cardiohelp unit with a backup cardiohelp. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device was evaluated by a ssu technician and the batteries were replaced and a battery calibration was performed. (B)(4).